Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse inspected and tested the system with no errors noted. The generator was tested in all configurations with no errors. The system was tested and verified as ready for use. Fse further confirmed that the system was placed under observation and the reported issue did not recur on the following procedures. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of "remotefe" was performed. Per the review, the following was confirmed: system serial # - (B)(4), event date - (B)(6) 2022. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation this complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to a recurring error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system displayed a "vio not connected" error message. The customer received phone assistance from the technical support engineer (tse). The reporter explained they had tried to power cycle the integrated electrosurgical unit (iesu)¿vio dv with no change. The reporter explained the monopolar and bipolar energy connections reflected a question mark. Upon verification, two generators were connected to the system - vio dv and erbe. Tse recommended for the reporter to verify the connections on the erbe. The reporter verified the erbe connections with no change. Tse further recommended to power cycle the system. At this point, the customer explained that the surgeon elected to convert to laparoscopic surgery to complete the procedure and the additional troubleshooting step recommended was not performed. There were no other system related issues reported. The site continued the procedure laparoscopically with no reported complications. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the laparoscopic procedure that was done was completed without any injury or harm to the patient. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.